Event description:
The clinician reports the implant was inserted (b)(6) 2024 in ADA 4. Details of surgery: Sinus perforation. On (b)(6) 2026, loss of osseointegration was verified. The device was forwarded to the manufacturer. There were no patient operative or post-operative complications reported.